Event description:
It was reported that the recharger was showing implant was sufficiently charged but there was no lightning strike in the ins (implantable neurostimulator) icon. Ps (patient services) reviewed this meant that dbs therapy was off. The patient rep didn't know how therapy got off, patient rep said patient was nonverbal so the cause of the therapy being off was asked/unknown. The patient programmer was used to turn therapy on (patient nodded consent to turn therapy on). The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.